Event description:
Patient reported left side pain and "loss of hair." The device remains implanted. Patient later reported "contracture," baker grade unknown, seroma and "nodules suspected to be malignant."

Event description:
Additionally, it was reported breasts became more prominent in the medial portion, leaving the lateral portion with the impression of emptiness" and "medial displacement of the implants is observed, leaving the medial pole fuller and the side emptier."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, ¿circumscribed round nodule, scarce and tiny bilateral cysts and undulations in the contour, accommodation folds,¿ redness, swelling and ¿difficulty moving the arms" were also reported.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture and seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported left side pain and "loss of hair." The device remains implanted. Patient later reported "contracture," baker grade unknown, seroma and "nodules suspected to be malignant."